Event description:
The customer reported being hospitalized due to ketoacidosis and high blood glucose of over 600mg/dl. The customer was experiencing unexplained high blood glucose for a day. The customer treated her high glucose with manual injections. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.